Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring replace battery now alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a replace battery now alarm without the low battery alert warning. Customer reported that the insulin pump was not bumped or dropped and the battery was not previously used. Customer also reported stuck button alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm during testing and no unexpected replace battery now alarm. All buttons functioning properly no damage on the keypad assembly and the connector was locked properly during visual inspection.